Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2, e3, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the event was likely caused by external force such as strong rubbing applied to the device during washing. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The occupation and health professional status of the reporter are unknown at this time. The scope was returned to the service center for evaluation. The bending section glue was found cracked. A flickering image was noted when the scope¿s bending section was manipulated. There was an issue noted the scope¿s control knob movement (ud) due to a leak at the under the knob. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing an internal leak was noted on the scope. There was no patient involvement reported. In addition, during estimation the forceps cover adhesive was found to be peeling making this a reportable event.